Event description:
It was reported that during a laparoscopic hysterectomy procedure a generator error occurred. It was unknown how the case was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
Eval summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. The unit was received at the international service center. Based upon the inquiry info received, visual and functional examination, the customer's complaint has been confirmed. Testing included: calibration 1 and 2, power calibration, electrical safety tests, qa test. To correct the complaint the main pcb assembly was replaced. After servicing the unit passed all qa functional testing. The database was reviewed and no prior servicing history was found, therefore, no service history review could be done. Comlpaint info is trended on a regular basis to determine if further investigation is warranted.